Event description:
As reported through the (B)(4) trial, the patient expired 25 months post transcatheter aortic valve replacement (tavr). Per the clinical trial database, the patient experienced an unspecified neurological event, possibly a stroke, which resulted in the patient's expiration. At the time of the report, the relationship of the device to the event was not assessed; however, the event was described as having not been caused by a device malfunction. At this time, there is no allegation that the event was related to the edwards' valve.

Manufacturer narrative:
The device is not available for analysis as it remains implanted in the patient. Per the instructions for use, permanent or transient neurological events are potential adverse events associated with aortic valve replacement and bioprosthetic heart valves. However, there are multiple factors that could cause or contribute to stroke. Major risk factors for stroke include htn, atrial fibrillation, diabetes, family history of stroke, high cholesterol, increasing age, smoking, and race. Although the root cause for the suspected stroke cannot be confirmed, the patient's comorbidities (i.e. Htn, high cholesterol) and advanced age could have contributed to the event. At this time, no allegation has been made against the valve, and there is no evidence that the device caused or contributed to the event. If the medical records related to the event can be obtained, a supplemental medical device report will follow. Otherwise, no additional actions will be performed and this report will be considered complete.